Event description:
It was reported that the tips of 2 ozark screw drivers fractured off during intra-operative screw insertion. The surgeon was unable to remove the broken tip as it is now stuck in the screw head. Surgery was successfully completed with an unknown delay. No adverse consequences or medical intervention were reported. This report will capture the first of two screw drivers.

Manufacturer narrative:
A visual inspection was performed which identified rotational deformation around the entire hexalobe. Device history records were reviewed for this lot and no relevant manufacturing issues were identified. Complaint history was reviewed and one complaint with a similar failure mode for this was identified for this lot. It was reported that the patient had hard bone and a greater-than-normal force had to be applied to insert the screws. The degree of deformation observed on the device suggests that excessive torque was applied. A second device associated with this event (captured in mrn 3004774118-2022-00010) exhibited rotational deformation leading to a fracture which further substantiates that the most likely root cause is excessive torque due to the patient¿s hard bone.

Event description:
It was reported that the tips of 2 ozark screw drivers fractured off during intra-operative screw insertion. The surgeon was unable to remove the broken tip as it is now stuck in the screw head. Surgery was successfully completed with an unknown delay. No adverse consequences or medical intervention were reported. This report will capture the first of two screw drivers.